Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: us157854, m2a-magnum pf cup 54odx48id, 532470; 157448, m2a-magnum mod hd sz 48mm, 535820; 12-103208, taperloc por red/dist 15.0x150, 849910. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02837, 0001825034-2018-02836, 0001825034-2018-02990. Product location unknown.

Event description:
It was reported that the patient's left hip was revised approximately eight years post-implantation due to pain, dislocation, metallosis, loosening, and lack of mobility. Infections was also reported. All components were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Event will be reported under MFR 0001825034-2018-02837.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Event will be reported under MFR 0001825034-2018-02837.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.